Manufacturer narrative:
Correction filed to report the UDI number. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving dilaudid and bupivacaine at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient's first pump was changed due to longevity on (B)(6) 2014, but during that pump change, the catheter was blocked and was changed as well. No symptoms were reported. It was later reported by the hcp that the catheter was not blocked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.